Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had an unknown malfunction was confirmed. An assessment was performed and it was observed that the muffler of the device was missing the red indicator, the device was running below the operational rotations per minute (rpm) specification, and there was hole in the hose near the muffler. It was further observed that the vanes were worn out causing the device to run below the operational specification. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had an unknown malfunction. During service and repair, it was observed that the muffler was missing the red indicator, the device was running below the operational rotations per minute (rpm) specification, and there was hole in the hose near the muffler. It was further observed that the vanes were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.